Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Programmed the pump with the current time and date and monitored for 10 days. No unexpected time gain/loss noted during monitoring period. Set a personal reminder for 7:09 am and a missed meal bolus reminder for 7:11 am and both activated properly. The time, date, and reminder feature functions are performing properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had time clock anomaly. Customer cannot recall their blood glucose reading. Customer gained 4 minutes per month troubleshooting was completed. Insulin pump will be returning for analysis.